Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the scroll compressor to resolve the drive calibration issue. After running tests, the vacuum then failed to meet specification as well, and to resolve this issue, the stm replaced the vacuum regulator. The iabp then passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email address as contact information for the initial reporter: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive regulator calibration test during a preventative maintenance (pm) by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.